Event description:
It was reported that this pacemaker may not be working. Furthermore, patient was bedridden, and the advocate requested a representative to come out and check patient's device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.